Manufacturer narrative:
The insulin pump was received with cracked at corner display window, cracked battery tube threads, scratched on lcd window, cracked reservoir tube and cracked at reservoir tube lip. The insulin pump had motor error alarmed during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The motor was test outside of the device and passed. No damage found on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm during bolus. The customer's blood glucose was 482 mg/dl at the time of incident. The customer stated that they have not treated the high blood glucose at the time of call. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.